Event description:
There have been six reported needlestick injuries involving the autoshield pen needle. Users injected at an angel and had their fingers pinched too close to one-another, resulting in the needle going through the skin and into the users fingers.